Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the instrument for setting the offset in the protheses did not work. Another set of instruments was used. Surgery was successfully completed with a delay of 15 minutes.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: instrument for setting the offset in the prothese did not work. The product was returned to j&j medtech orthopaedics for evaluation. Visual analysis of the returned device found that the atune rev asmbly ofst stablizr has cross-threaded and jammed the stabilizer knob. A functional test was performed manually, and it was observed that the stabilizer knob was jammed, likely due to damage to the threaded portion, which prevented the knob from releasing as intended. The observed condition of the device can be attributed to backing out the stabilizer knob pass the stop pin of the threaded locking features. This attempt of backing out the stabilizer knob past the stop pin also damages the mating female threads on the stabilizer arm that the knob mates to, causing the knob to become jammed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the atune rev asmbly ofst stablizr would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H11 additional narrative: corrected: h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.